Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 25 and 36 hours. When removed from the infusion site, the pod's cannula was found bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 25 and 36 hours. The patient reported the cannula was bent and being unsure if the cannula was properly seated in the infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.correction to b5 - describe event or problem from: it was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 25 and 36 hours. When removed from the infusion site, the pod's cannula was found bent. To: it was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 25 and 36 hours. The patient reported the cannula was bent and being unsure if the cannula was properly seated in the infusion site. Additional code added to h6 - adverse event problem medical device problem code from: a040609 material twisted/bent to: a150206 difficult to insert a040609 material twisted/bent correction to h10 - additional mfg narrative from: the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. To: the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.